Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a 45-year-old female patient who had essure (batch no. 857591) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizures in 1965. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"), migraine ("migraines/headaches") and fatigue ("fatigue,"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In 2018, the patient experienced pelvic pain ("pain: pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems : urinary tract infection"), headache ("headaches") and seizure ("seizures") and was found to have neoplasm malignant ("cancer") and hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the perforation, neoplasm malignant, genital haemorrhage, dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, psychological trauma, urinary tract infection, alopecia, hormone level abnormal, headache, seizure, weight increased, vaginal haemorrhage, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, neoplasm malignant, pelvic pain, perforation, psychological trauma, seizure, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.098 kgs. Hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), genital haemorrhage ('general abnormal bleeding') and neoplasm malignant ('cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), alopecia ("hair loss"), headache ("headaches") and seizure ("seizures") and was found to have neoplasm malignant (seriousness criterion medically significant), hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, neoplasm malignant, dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, psychological trauma, urinary tract infection, alopecia, hormone level abnormal, headache, seizure and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, neoplasm malignant, pelvic pain, perforation, psychological trauma, seizure, urinary tract infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test (unspecified) result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Previously reported event "injury" was updated to dyspareunia (painful sexual intercourse). Events; perforation, dysmennorhea (cramping), pelvic/abdominal, bleeding : menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, bladder/urinary problems: urinary tract infection, hair loss, hormonal changes, headaches, seizures, cancer, weight gain were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and neoplasm malignant ('cancer') in a 45-year-old female patient who had essure (batch no. 857591) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seizures in 1965. On (B)(6) 2012, the patient had essure inserted. In october 2013, the patient experienced alopecia ("hair loss"), migraine ("migraines/headaches") and fatigue ("fatigue,"). In november 2013, the patient was found to have weight increased ("weight gain"). In 2018, the patient experienced pelvic pain ("pain: pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems : urinary tract infection"), headache ("headaches") and seizure ("seizures") and was found to have neoplasm malignant (seriousness criterion medically significant) and hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the perforation, neoplasm malignant, genital haemorrhage, dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, psychological trauma, urinary tract infection, alopecia, hormone level abnormal, headache, seizure, weight increased, vaginal haemorrhage, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, neoplasm malignant, pelvic pain, perforation, psychological trauma, seizure, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 185 lbs diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.098 kgs. Hysterosalpingogram - in february 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events¿ abnormal bleeding (vaginal, menorrhagia), migraines/headaches, and fatigue¿ were added. Patient demographics, medical history, lab data updated, essure lot number and reporter were added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.